Manufacturer narrative:
The root cause for the issue could not be determined with the information provided for investigation. Additional information was requested but not provided. Potential causes include a preanalytical issue or issues with the analyzer due to air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.

Manufacturer narrative:
(B)(4).

Event description:
The customer experienced an ongoing issue with questionable ise indirect gen.2 sodium results for several days. Of the data provided for two patient samples, only the results for one sample were discrepant. The initial result was 130 mmol/l with a data flag and the repeat result on another cobas 8000 core unit was 136 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The customer stated the results for potassium and chloride were acceptable. The customer performed precision testing and comparisons with other analyzers for troubleshooting. The field service representative could not find a cause. He replaced the sample slider, degassers, and reference electrode and cleaned the vacuum flow path. The customer successfully ran calibration and qc with all results within range. Upon follow up, the customer stated they had no further issue since the service visit.